Manufacturer narrative:
Beckman coulter inc. Customer service recommended that the customer calibrate the instrument lamp assembly. Lamp calibration is part of monthly maintenance. This appears to have resolved the issue. MDR associated with this event: 2050012-2011-03913, 2050012-2011-03914.

Event description:
The customer reported that erroneously high albumin (albm) patient results were generated from two unicel dxc 800 synchron systems. This report is two of two and represents the erroneously high albumin (albm) patient results generated from a unicel dxc 800 synchron system, serial number (B)(4). The customer indicated that there were approximately forty to fifty patient results that initially recovered high at an unknown date. Data supplied by the customer indicates the generation of six patient results which initially recovered high, and upon repeat on another instrument, generated lower results within the assay's normal reference range. The initial results were released from the laboratory however, there have been no reports of deaths, serious injuries or modifications to patient treatment associated or attributed to this event. No specific patient information or sample collection/handling information was provided by the customer. Instrument albm quality control results met customer established specifications during the timeframe of this event, but were low.